Manufacturer narrative:
The device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. A video of the procedure was provided and it was evaluated. There was no indication of particles coming out from the device into the eye during the operation. Two pictures were also provided. In one of them a white oval particle could be observed. The source and identity of the material is not known. No probable cause can be determined. Visual inspection on retained products was performed. 35 samples were investigated. No visible defects were found on the package, cannula or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels were correct. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. The directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Recall number: this complaint is part of the healon recall - report number: 2020664-04/13/17-001-r. As a result of the extensive investigation, a manufacturing deficiency has been identified related to re-introducing uncapped glass cylinder units to the capping process. As a corrective action, internal procedures were updated to not re-introduce uncapped glass cylinder units to the capping process. Additionally, a voluntary recall was initiated on april 13, 2017 because of the possibility, albeit remote, that the healon manufactured between october 8, 2016 and november 10, 2016 may contain glass particles. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a whitish particle was observed on the iris of the left eye of a male patient. Reportedly, the patient had the cataract surgery on (B)(6) 2017. No loss in visual acuity and no injury such inflammation was reported. No further information was provided.